Manufacturer narrative:
The insulin pump had a constant tone alarm and a blank display due to moisture damage on the electronics.

Event description:
It was stated that the insulin pump was beeping, and no buttons were being pressed. Nothing further was reported.